Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The customer states that some black particles are blowing out of the device and the deice made noises during operation. The patient alleges that their throat is dry. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The clinical assessment team states that the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. The alleged dry throat is assessed as a non-serious injury. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.